Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
A band slippage was reported for a patient enrolled in the swedish adjustable gastric band registry. In (B)(6) 2011, the patient present to the emergency room with total food blockage, vomiting and dorsal pain. A scanner exam showed a total stenosis of the stomach and a mediogastric slippage. The stomach wall was also ischemic. The band was removed without any reported patient complications.